Event description:
Customer reported to beckman coulter, inc. (Bec) that there were drips of blue fluid in the drip tray of the unicel dxh 800 coulter cellular analysis system. Customer reported that the volume of the leak was approximately 10 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a stopper in the nucleated red blood cell (nrbc) chamber. The fse removed the stopper. The fse flushed the nrbc chamber and associated tubing.

Manufacturer narrative:
Results: nucleated red blood cell chamber. (B)(4).